Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the instrument had a broken toggle switch component piece that came out of the instrument handle. One instrument was precluded from testing due to damaged toggle switch. The seconded returned instrument was loaded with a test needle from the post marketing vigilance (pmv) inventory and applied to test media for functional testing. The returned instrument was found to function properly and the test needle remained intact. No difficulty was experienced in loading, unloading or toggling the test needle in the returned instrument. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of broken toggle switch may occur during the inability of the user to unload or toggle the needle, causing the user to exert excessive force on the toggle switch which results in breaking of the toggle switch either at the use button or at the part that contacts the flat pin. The root cause of the observed damage was misuse of the product which caused or con tributed to the reported condition. No further actions have been deemed necessary at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure when the cuff was being closed, the needle fell out of the jaws of the instrument and was retrieved from the patient cavity with a grasper. It was also noted that the stitching device was difficult to toggle and load while the needle was only difficult to toggle. The surgeon said the product was not smooth anymore and felt too stiff. Another product was opened to complete the procedure. There was no patient injury.